Event description:
Related manufacturer reference number: 3006705815-2023-08227 it was reported that x-rays confirmed both leads migrated. No falls, trauma, or weight fluctuations were reported. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.